Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 130 mg/dl, 205 mg/dl, 227 mg/dl, 267 mg/dl, 117 mg/dl (nano 1) and 131 mg/dl,137 mg/dl (nano 2). The customer could not recall if the same vial of strips were used with both systems. No adverse event reported. Return of the suspect device was requested for evaluation.